Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: the delivery accuracy of the insulin pump was tested and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: the reviewed history showed, that all programmed boluses were delivered as intended. Consumables: the adapter passed the optical inspection. The battery cover passed the optical inspection. The problem mentioned by the customer could not be reproduced. There is no indication of any product malfunction which caused or contributed to the reported event as described in this case.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in a supplemental report.

Event description:
Patient's mother reported patient required stationary treatment from (B)(6) 2013. Mother stated on (B)(6) 2013 at 8:30 am patient's blood glucose level was over 300 mg/dl. Patient's target blood glucose range was not provided. Mother reported she changed the infusion set and when she filled the infusion set she saw that no insulin was delivered. Mother stated she changed the cartridge and the infusion set again; no success. Mother reported she took patient to the hospital on (B)(6) 2013 where he received stationary treatment; was treated with an infusion. Mother stated patient also received stationary treatment from (B)(6) 2013; treatment received was unknown. Mother disposed of the accessories. Mother alleges the infusion device delivers too low insulin. Requested return of the alleged infusion device for evaluation.